Manufacturer narrative:
Results and conclusion summation: product performance engineering review the incident info. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, material interactions with other devices, pt anatomy, lesion calcification, lesion tortuosity, or insfufficient preparation prior to use. The pt anatomy was not described in the case details, which may have aided the investigation. No adverse pt effects were observed as a result of the balloon rupture. Without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon was inflated two times at 13 atm. The balloon ruptured on the third inflation at 8 atm. The lesion was in the distal rca. There were no pt effects reported. No additional event or pt info is available.